Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under all four ECG electrodes. The patient showed the blisters to the oncology doctor who advised that the patient remove the lifevest for a couple hours to let the area air. Follow-up indicated that the blisters gradually got better and healed.